Event description:
It was reported that the customer had a crack on reservoir housing thread and also near battery housing thread of the insulin pump. The customer's blood glucose level was 138 mg/dl. The customer was advised after the troubleshooting was performed to discontinue the use of the insulin pump and revert to back-up plan. The patient was advised that he insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked pump belt clip slot near battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.